Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out and a revision procedure was performed. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Event description:
It was reported that the device was explanted after a implant duration of zero days . Through follow-up, it was learned that the device was explanted due to a sizing issue.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up (via fax), additional information regarding this event was received. Unfortunately, the device was disposed of at the time of the surgery. A device history record review is currently in process.